Event description:
It was reported to boston scientific corporation that a zero tip nitinol retrieval basket was used during a ureteroscopy laser lithotripsy procedure performed on (B)(6) 2013. According to the complainant, during the procedure, while the physician was retrieving a stone, one of the four arms of the basket wire broke off. The physician tried to retrieved the broken basket wire but was unsuccessful. The patient is still waiting for the scheduled procedure for the removal of the broken basket wire. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
It was reported that the patient's year of birth is 1951. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a zero tip nitinol retrieval basket was used during a ureteroscopy laser lithotripsy procedure performed on (B)(6) 2013. According to the complainant, during the procedure, while the physician was retrieving a stone, one of the four arms of the basket wire broke off. The physician tried to retrieved the broken basket wire but was unsuccessful. The patient is still waiting for the scheduled procedure for the removal of the broken basket wire. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A detailed device analysis was performed on the returned zero tip basket which revealed that the condition of the complaint device was consistent with the complaint incident that basket broke. A visual assessment was performed and found out that one basket leg was noted to be partially missing. The basket wire assembly was detached near the distal end of the basket assembly knot, at each of the remaining basket legs, and the wire knot was not returned. The basket legs were noted to be blue in color and slag was present on the wire ends, and is consistent that it was in contact with a heat source such as a laser. The device dfu (direction for use) states, ¿this device should not be directly fired upon by any lithotrite. A labeling review was conducted by reviewing the label and dfu. A device history record (DHR) was performed and revealed that there were no non-conforming events or any deviations identified. The DHR review confirms that the accepted device met all manufacturing specifications. Therefore, the most probable root cause for the complaint is user/use error.